Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on (B)(6) 2017. Patient reports inaccuracy outside of 20 point / 20% accuracy rule. No additional event or patient information is available. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.